Manufacturer narrative:
(B)(4).

Event description:
This product is only ous approved but it is similar to an approved us device.

Event description:
Same case as MDR ID: 2134265-2014-05295. It was reported that a balloon rupture occurred. During a bilateral iliac angioplasty, the physician used two 8.0-40, 80 wanda¿ angioplasty balloons. On the second inflation for each balloon, they burst at 8-10 atm after 10 seconds. One balloon was stripped completely leaving the balloon material and the opaque tip in the patient. The physician decided to implant an iliac stent across the fragment to complete the procedure. There were no patient complications and the patient's condition is excellent.

Manufacturer narrative:
Ae or product problem: corrected from "reported issue is both an adverse event and a product problem" to "product problem". Outcomes attrib. To ae: corrected from "required intervention" to blank as no intervention was required. Describe event or problem: updated to state "this product is only ous approved but it is similar to an approved us device."

Event description:
This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: an initial examination confirmed that the shaft was severely stretched and the balloon had ruptured. It was also noted that the tip of the device had detached. The presence of blood and contrast media within the lumen of the device was also noted. A visual examination of the returned device identified a complete balloon circumferential tear. The tear was located above the proximal markerband. Additionally it was noted that the shaft was stretched by 120mm and several kinks were identified along its length. This type of damage is consistent with excessive force being applied to the delivery system. It was noted that the tip of the device was detached from the delivery system. It was specified in the additional notes that the detached section of the device was not retrieved from the patient and a stent was placed across the fragment. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).